Manufacturer narrative:
B3 date of event is estimated. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's unit had been overheating and the patient also reported that they experienced nosebleeds and clots in their nose as well as black mucus coming out while using the unit. The patient did state that they had to go to the emergency room due to this issue, however they did not provide additional details related to the visit. A replacement unit had been sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.